Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90 % stenosed lesion was located in a mildly tortuous mid to distal left anterior descending (lad) artery. A 2.25mm balloon was used to predilate the mid to distal lad and then a 2.5x24mm taxus stent was implanted. Next, the physician attempted to deploy a taxus express2 2.5x20mm drug eluting stent proximal to the 2.5x24mm stent, but the stent delivery system was unable to cross the lesion. The physician withdrew the stent delivery system and noticed that the proximal portion of the stent was flared. The procedure was completed with another manufacturer's stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed proximal stent damage. Two of the stent struts were raised. The device had been returned without the product mandrel or the stent/balloon protector inserted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing records for this device confirmed that the device met its material, assembly and product specifications. The root cause of the complaint incident could not be identified.